Manufacturer narrative:
Retainer = clear. Customer returned pump for an randomly function keypad buttons and insulin flow block alarms found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thus. All buttons are functioning properly. A review of the history files reveals that on (B)(6) 2021 between 06:11 and 23:58 there were fifty one (51) no delivery (insulin flow blocked) alarms, on (B)(6) 2021 between 00:30 and 23:20 there were fifty two (52) no delivery (insulin flow blocked) alarms, and on (B)(6) 2021 between 01:25 and 11:38 there were twenty five (25) no delivery (insulin flow blocked) alarms that occurred. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly however, found dried insulin on the motor slide and motor shaft. Although the pump passed testing with no insulin flow blocked alarms the excessive amount of insulin flow blocked alarms in the history file (B)(6) 2021 is confirmed due to dried insulin on the motor slide and motor. A test p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Unresponsive keypad is not confirmed. All buttons operated properly during testing. No insulin flow blocked alarms during testing however, the excessive amount of insulin flow blocked alarms in the history file (B)(6) 2021 is confirmed due to dried insulin on the motor slide and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated all buttons were not responding. Customer stated that buttons did not respond to their function. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.